Manufacturer narrative:
The event date is unknown. Therefore, the first day of the year has been entered as the event date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. The first sheath had a hemostatic valve separation issue and the second sheath had a hemostatic valve leak issue. The physician was preparing the sheath and she realized that she could not introduce the dilator through the valve because of high resistance. She observed the valve and a white par was in the valve different than usual. They opened a new sheath, and she could pass the dilator but once it was introduced into the patient, blood was leaking out of the valve. There were no patient consequences. Additional information was received. In the first sheath a white strange object was observed in the valve. It was not broken but had a different appearance than normal. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding, there were just some drops of blood. The approximate volume of blood that was lost was a very small amount. No medical intervention was required to stop the bleeding. The first sheath was assessed for two issues. The valve issue was assessed as MDR reportable for a hemostatic valve separation issue. In addition, it was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The second sheath was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The device evaluation was completed on 01-oct-2022 it was reported that a patient underwent an ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. The first sheath had a hemostatic valve separation issue and the second sheath had a hemostatic valve leak issue. The physician was preparing the sheath and she realized that she could not introduce the dilator through the valve because of high resistance. She observed the valve and a white par was in the valve different than usual. They opened a new sheath, and she could pass the dilator but once it was introduced into the patient, blood was leaking out of the valve. There were no patient consequences. Additional information was received. In the first sheath a white strange object was observed in the valve. It was not broken but had a different appearance than normal. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding, there were just some drops of blood. The approximate volume of blood that was lost was a very small amount. No medical intervention was required to stop the bleeding. The product involved: carto vizigo sheath. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that a bent was observed on the dilator and the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. Also a bent on the dilator was observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: guide (g04061) were selected as related to the biosense webster¿s inc. Product analysis lab finding of the ¿dilator tip damage¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 31-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) on 20-dec-2023, the h6. Investigation conclusions code was corrected from cause not established (d15) to unintended use error caused or contributed to event (d1102) related to the customer¿s reported ¿hemostatic valve separation¿ issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). The product investigation was reopened to clarify/correct the investigation findings which resulted in the following changes/corrections completed on 30-nov-2022. The product investigation should have included that no resistance was felt during the introduction of the dilator. In addition corrected the explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15)) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the biosense webster¿s inc. Product analysis lab finding of the ¿dilator shaft bent¿ issue. Therefore, updated h6. Investigation findings and h6. Investigation conclusions fields.